Event description:
During an ercp, physician inserted a needle knife through the scope. "Tech implemented instrument putting needle out." When heat was applied, the needle malfunctioned putting a hole in the scope. Procedure completed and no pt. Harm.